Event description:
It was reported that the pt experienced a loss of stimulation sensation. Later, on the same day, the stimulation returned for approx one hour and then stopped again. The impedance readings, 6 days later, were greater than 4,000 ohms on some of the unipolar pairs: the pairs 0/2, 0/3, and 1/3 were all greater than 4,000 ohms. The only good electrodes were 0/1, 1/2, 2/3 which read 1,537 ohms. The default test values were increased and the test was run again. The impedance readings were the same as those previously listed, above. The therapy impedance was 1,511 ohms. The pt was programmed at the following: 5.1 volts, 300 pulse width, 65 hertz, 0+, 1-, 2+. It was noted that the pt used the neurostimulator approx 16 hours a day. It was noted that the pt was seen by the MFR rep with the stimulation turned off. No further details, pt symptoms or outcome were provided. Add'l info was requested, but not received at the time of this report. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).